Manufacturer narrative:
The driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Event description:
This freedom driver was not supporting a pt . The customer reported that when she turned on the freedom driver, it exhibited a fault alarm that would not resolve. This alleged failure mode poses a low risk to a pt because the issue was observed when the driver was not supporting a pt. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended.